Event description:
Had an umbilical hernia mesh implant. I went in weighing (B)(6) lbs before surgery. Since the surgery, I have not been able to have bowel movement without the aid of a laxative and I always feel bloated where I can't sit or lie comfortably. I went from (B)(6) lbs after my 6 weeks of no heavy lifting. Once I was cleared to go back to full duty. I began to run. I have been running 20 miles a week watching what I eat and I have gained (B)(6) more pounds.